Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that a pin from the therapy cable was broken off into the therapy connector on the device, not allowing the device to deliver therapy. The internal therapy connector and the therapy cable assemblies were replaced and then proper device operation was confirmed through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed connector assembly and observed that socket 1 had a pin stuck and the assembly was not usable. Physio-control also further evaluated the removed cable assembly and observed that pin 1 was broken off the connector and missing from the cable. The cable will not function w/o pin 1 intact.

Event description:
It was reported that during a pt event, the device would not switch to paddles mode. The crew was able to use another therapy cable from a different device, which functioned properly. The pt did not survive this incident. The customer indicated that the delay on therapy was approx 30 seconds to a min. A clinical review of the reported event determined that there is not sufficient info available to conclusively determine the impact of the device use on the pt outcome. The device pt record is not available for review. The delay between power on cycles and the pt ECG rhythm cannot be determined.